Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660 serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660 serial# n(B)(4), implanted: (B)(6) 2013- explanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v079980, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v100240, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported there was an explant due to infection. The issue was not resolved. The patient was admitted and they began a course of antibiotics. The patient status at the time of report was alive with no injury. It was an unknown type of infection and it was at the device pocket and extension location. Additional information received 6 days later that the cultures came back normal and the explant did not occur and therefore the devices were still implanted. Follow-up complete.